Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 3.5 x 15 mm xience prime stent delivery system (sds) was advanced to the lesion without issue, and the stent was deployed at 14 atmospheres. During removal of the sds, resistance was noted with the guiding catheter. The sds was removed successfully. It was noted that the balloon deflated flat. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon refold (winging/flat) was confirmed. The guiding catheter resistance could not be replicated due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.